Event description:
(B)(4). Event occurred in (B)(6). The patient reported tubing came apart from the connector, where it inserts into the housing. Patient stated that needle was still connected to the housing, however, the tubing connected to the needle came apart. No further information available.